Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 780 hematology analyzer displayed h& h (hematocrit < ((hemoglobin 3) - 3)) check fail messages, and that a major leak and retic problem were still happening. The customer reported that there was a leak in the area of the flowcell. Customer reported that the appearance of the fluid was bloody at first, then bluish after shutdown. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the leak was caused by the sample line coming off at the flowcell, the fse reattached the line. The fse replaced the retic shear valves to correct for intermittent vote outs. The fse reported that there were no erroneous results reported due to h&h check failures or the retic problem. The customer made that statement in order to have the fse check out the system for those issues as well.

Manufacturer narrative:
(B)(4).